Event description:
Facility reported: the cuff is slow to inflate and deflate. As if there is an obstruction in the inflation lumen prior to cuff. Lots of pressure needed to inflate cuff / deflate cuff.